Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed button error and had a blank display. The customer was assisted with button error/keypad anomaly troubleshooting. The customer¿s blood glucose level was unknown at the time of the incident. The customer stated that hiking and having the insulin pump inside their shorts and exposure to moisture/sweat were the significant event leading to the keypad issues. The customer was unsure if the clock on the insulin pump advanced when observed for one minute, but mentioned that it remained the same a week prior to the call. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. No troubleshooting for the blank display was performed. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm during testing. No time clock anomaly noted. Insulin pump passed displacement test, rewind test, basic occlusion test, prime/compromised force sensor system test, excessive no delivery test, occlusion test, self test and unexpected restart error test. Insulin pump passed all operating currents tested within the specific range and passed off no power test. Insulin pump was monitored and tested with no blank display noted. Insulin pump was received with cracked battery tube thread, broken belt clip slot, broken reservoir tube lip, cracked reservoir tube, cracked reservoir tube window, cracked case near display window corners, cracked on display window, stained end cap sticker, stained address/serial number label and minor scratches on display window noted. No moisture damage on electronics and motor assembly noted.